Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: DHR review for: part# 04.032.100s, lot# 7844477. Manufacturing location: (B)(6). Manufacturing date: 12-nov-2014. Expiration date: 31-oct-2024. Part #: 04.032.100s, lot#: 7844477 (sterile) - 11.0mm ti troch fixation nail screw/100mm-sterile. Quantity 12. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017, for a broken lag screw. The reporter states that he saw an x-ray that showed a tfn with a lag screw that appeared to be broken at the base. The patient is being revised to a hip hemiarthroplasty. There is 1 device in this complaint. Concomitant devices reported: nail (part# unknown; lot# unknown, quantity 1) k-wire (part# unknown, lot# unknown, quantity 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.